Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was used in the right ureter during a ureteroscopy (urs) procedure performed on (B)(6), 2016. According to the complainant, during the procedure, the balloon failed to inflate and noted a kink on the catheter shaft. The procedure was completed with another uromax balloon catheter. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the returned uromax ultra balloon catheter identified no damage to the tip section of the device. A pinhole leak was observed 1mm proximal to the proximal edge of the proximal markerband. Visual and tactile examination identified several kinks in the catheter shaft at various locations along its length. The kinks are consistent with excessive force having applied to the shaft. This type of damage is consistent with an excessive force having been applied to the shaft. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was used in the right ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon failed to inflate and noted a kink on the catheter shaft. The procedure was completed with another uromax balloon catheter. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.